Manufacturer narrative:
The initial reported event of lead failure was submitted via an alternative summary report. As the product code for this model has been revoked from summary reporting, this new information does not qualify for summary reporting and is therefore being submitted via a 30 day report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead exhibited high pacing impedances. The lead was capped and replaced. No patient complications have been reported as a result of this event. The patient is a participant in the post approval clinical surveillance product surveillance registry.